Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was used to complete the procedure? Sxpp1a400 was the surgery delayed due to the issue (breakage needle)? If yes how many minutes? About 10 minutes what is the lot number? Unknown. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that a patient underwent a subcapital realignment to lengthen the neck of the femur due to a right hip dislocation on (B)(6) 2021 and barbed suture was used. During the procedure, the needle broke in half while sewing the capsule. Needle parts were retrieved. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.